Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The lead was revised, and it was confirmed that the lead had lost the slack. The lead was successfully repositioned. No additional adverse patient effects were reported.